Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing high impedances. Surgical intervention is planned to address the issue.

Event description:
It was reported that the lead was explanted and replaced, resolving the issue.